Manufacturer narrative:
(B)(4). Additional information has been requested to assess customer question. Report is being filed as there is not sufficient information at this time determine whether or not a device malfunction occurred during the deployment. Customer did not provide serial number with initial report. Date of manufacture unknown. See scanned page.

Event description:
It has been reported that during a deployment, subject regained consciousness after shock advisory issued. Shock was not delivered. Customer has asked for information on how device analysis function behaves in these instances. No report of an adverse patient outcome was submitted I conjunction with this contact.